Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he woke up making all sort of noises and he was sweating really bad. His wife called the paramedics on (B)(6) 2016 and they came out due to a low blood glucose level. Customer's blood glucose level was 11 mg/dl. The paramedics gave the customer a shot of glucose. The customer was wearing the insulin pump and he was treated at home. The device was not returned.